Event description:
The customer reported that their device had logged an event code and would not complete a defibrillation charge to 200 or 300 joule levels. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and observed there was missing solder on a transformer, designator t2. The missing solder caused an intermittent failure of the device to charge defibrillation energy and would also log the reported event code.